Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, malposition, capsular contracture baker grade I.

Event description:
Healthcare professional reported through regulatory agency "folds, waves, rotation"," periprosthetic capsule, stage 1: the softness and shape of the breast are normal". This record is unknown side. Devices has been explanted.